Manufacturer narrative:
Correction: g1, g4, g7, h6, h10, h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly (wire harness damaged caused error 210.5020). A review of the device history record for sn (B)(6) was performed from date of manufacture 11/23/2015 to the present date 10/8/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error code 210.5020.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported error code 210.5020.